Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include a pre-analytical issue or a problem with the diluent. Typical causes for this type of event include issues with sample quality or insufficient analyzer maintenance.

Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable elecsys estradiol iii assay results for two patient samples. Patient 1: on (B)(6) 2017, the patient's result was 2800 pg/ml. On (B)(6) 2017, the same patient was redrawn and the estradiol result was expected to double. The result with a 1:10 dilution performed by the analyzer was 4490 pg/ml. On (B)(6) 2017, the same patient was redrawn and the estradiol result was expected to again double. The result with a 1:10 dilution performed by the analyzer was 1281 pg/ml. The sample was repeated with a 1:10 manual dilution and the result was 7572 pg/ml. The erroneous result was reported outside of the laboratory. The patient was not adversely affected. Patient 2: on (B)(6) 2017, the initial result was >3000 pg/ml. With a 1:10 dilution, the result was 2582 pg/ml. The sample was repeated undiluted and the result was >3000 pg/ml. Repeated with a 1:10 dilution, the result was 4241 pg/ml. No erroneous result was reported outside of the laboratory for this patient. The patient was not adversely affected. The reagent lot number was 252578. The expiration date was requested but was not provided. The field service representative could not find a problem. He cleaned the probes, replaced the pinch tubes, and checked all adjustments. The system started up and ran all day with no issues.